Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product leaked during patient use on the cardiovascular unit. Per the customer, based on visual inspection it seems that tpn and lipids were infusing at some point. It is unknown what location leaked, and there was no patient harm.

Event description:
The customer reported the product leaked during patient use on the cardiovascular unit. Per the customer, based on visual inspection it seems that tpn and lipids were infusing at some point. It is unknown what location leaked, and there was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the set leaked from an unknown port was confirmed to be a leak from two maxzero ports. Functional testing resulted in no leaking. Pressure testing showed leaking from two of the maxzero components. Closer inspection of the valves under magnification showed a microchannel on the interior walls of each valve, which allowed fluid to leak. The source of the leak is a microchannel found in each maxzero valve which created a fluid path. The root cause of the microchannel is a manufacturing issue.

Event description:
The customer reported the product leaked during patient use on the cardiovascular unit. Per the customer, based on visual inspection it seems that tpn and lipids were infusing at some point. It is unknown what location leaked, and there was no patient harm.